Event description:
It was reported that a catheter issue occurred. The 80% stenosed target lesion, measuring 32 mm in length with a vessel diameter of 2.5 mm, was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross hd imaging catheter was selected for intravascular ultrasound (ivus) examination. During preparation of the ivus catheter outside the patient, the tip was blocked and could not be flushed, gas could not be discharged, and the catheter appeared black with no normal imaging. The procedure was completed with another of the same device. The patients condition was stable, and no complications were reported.

Manufacturer narrative:
E1 initial reporter phone:(B)(6).